Manufacturer narrative:
The technician adjusted the casters to repair the stretcher.

Event description:
Information received indicates the foot end brake casters are not holding firmly when in the brake position.